Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was removed due to shunt infection on (B)(6) 2016. The patient is now treated with external drainage and monitoring. We will report further information as soon as we receive it from the facility. (B)(4) 2016 per affiliate, updated information: on (B)(6) 2009, the device was implanted via v-p shunt to the patient with subependymal hemorrhage. The initial pressure setting was 120mmh2o. On (B)(6) 2016, the patient had a headache and vomiting. The ventricular catheter was suspected to be occluded on palpation over the valve and imaging showed that the patient's condition got worse, so the device was replaced with 82-3842 at 140mmh2o on the same day. The pressure setting of the removed valve was 170mmh2o. The patient is currently being monitored. According to the surgeon, when reprogramming the valve after MRI scanning on (B)(6) 2016, slit-like ventricles and the unstableness of the cam were noted by contrast radiography. The surgeon suspects biological debris may have affected the valve.

Manufacturer narrative:
Device evaluation: five areas of report. Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark and a crack in the valve casing were noted. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3844 with lot ckhb83, conformed to the specifications when released to stock in 13th july 2009. The root cause of the scratch mark and crack in the valve casing is probably due to the valve receiving some form of impact, this however could not be determined. The root cause of the corrosion could not be clearly determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.